Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling multiple cartridges. There was no reported adverse impact to the customer's blood glucose level. During a follow-up, it was confirmed the issue was resolved and the customer was able to load a cartridge onto the pump.